Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went to the emergency room due to inappropriate shocks as a result of t-wave oversensing on the right ventricular (rv) lead. The sensitivity was reprogrammed and the lead remains in use. The physician noted that the patient had a medication change approximately one month before this occurrence which resulted in a state of dehydration. No further patient complications have been reported as the result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.